Event description:
It was reported that this right ventricular (rv) lead recorded high, out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and noted an alert for out-of-range shock impedance, with a gradual increase from the 80-ohm range over the past year until reaching out-of-range values. The plan is to continue monitoring. No adverse patient effects were reported. This rv lead remains in service.